Event description:
The event is reported as: the staples jammed during use and did not feed correctly. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.